Event description:
The target vessel revascularisation was performed on the same day as the previously reported restenosis with a non medtronic balloon.

Event description:
The previously reported revascularization of the right sfa was carried out three days after the previously reported restenosis event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). Evaluation conclusion: known inherent risk of procedure (restenosis). (B)(4).

Manufacturer narrative:
Cec assessed the restenosis event 12 months post index as related to the device but not related to the procedure.

Event description:
During the index procedure the patient was treated with an amphirion deep balloon in the right sfa. Approximately 12 months later it is reported that the patient suffered from restenosis of the right sfa. This was treated with an unknown brand pta balloon to the right sfa on the same day. Investigator assessed the event as probably related to the study device and procedure and not related to the drug.

Event description:
The tvr of the right sfa was carried out approximately 3 days after the patient was diagnosed with restenosis, not on the same day as previously reported.

Event description:
Previously reported restenosis event was resolved.